Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced device damage/deformation while still considered operable and leakage. The following information was provided by the initial reporter: inspection of the ward found that the gauze at the infusion joint of the child was wet, and the joint was checked and cracks were found.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced device damage/deformation while still considered operable and leakage. The following information was provided by the initial reporter: inspection of the ward found that the gauze at the infusion joint of the child was wet, and the joint was checked and cracks were found.